Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (screeching sound / won't power on) has been confirmed. As received, the monitor would not power on. The cause of the inability to power on was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent connection, which was discovered through the use of a target flash memory test. The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report a high pitched screeching noise from the monitor. The monitor also would not power on. The pt was issued a replacement monitor.